Event description:
The display suddenly failed without any manipulation at the pt, monitor, accessories, as well as the pt connection cable and power cable. After 2 minutes the picture was restored along with a short message advising a zero reset of the pressure sensor but no acoustic alarm. The monitor continued to run without a zero reset and displayed non-zero referenced incorrect pressure values. After the monitor crashed, the values deviated 25% from the former referenced values.